Manufacturer narrative:
Failure analysis for fiber s-llf200tg / s-200-504a the total length of the fiber is 11 feet 7.5 inches, connector not included in over-all length; the connector is detached and returned; the fiber proximal end exhibits severe burn marks; the distal tip of the fiber exhibits signs of usage and fracture; black discoloration was noted near the distal tip and proximal end within blue jacket. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Event description:
It was reported that while using the surgical fiber during a procedure, the fiber stopped working. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.